Manufacturer narrative:
Product event summary: the pscc100 pulseselect catheter with lot 0012829100 was returned and analyzed. No anomalies were identified during external visual inspection of the handle segment. During external visual inspection of the spiral array, an inverted array was observed and the spiral array pebax tube was observed to be kinked. During external visual inspection of the shaft segment, an exposed braid in the braid section was observed. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Verification of the steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of the sliding mechanism was performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the reported twisted array was not observed during testing. The catheter failed the returned product inspection due to an inverted array, kinked pebax tube, and exposed braid in the braid section. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, noise was detected in the lab. The catheter interface cable was reconnected without resolution. The catheter interface cable was replaced which resolved the issue. During right inferior pulmonary vein (ripv) treatment, fluoroscopy revealed that the catheter array was deformed. When the catheter was removed the array was twisted. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID pscic101 (lot: b000478201); product type: 0627-cables and accessories product ID psg100 (serial: unknown); product type: 3294-generator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.